Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined. B5- the statement "the patient also developed hematoma at the access site, and a femoral stop was placed. " should not have been included in the initial report. H6 component code 4755 changed to 925. H6-clinical code 1884 should not have been included in the initial report as the intervention for the hematoma/access site bleed does not render the issue reportable.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): limb¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported an 85-year-old male patient was implanted with an impella cp for mechanical circulatory support. The complainant reported the patient developed limb ischemia during impella support; the patient had low flow and no noted pulse. A femoral-femoral bypass was performed and impella support continued. The patient also developed hematoma at the access site, and a femoral stop was placed. The patient was transferred to the intensive care unit before care was withdrawn and eventual expiration. There is not enough information to associate the use of the impella device with the patient¿s eventual outcome.